Event description:
It was reported that "when the surgeon performs surgery, after placing the balloon, he finds that there is blood coming out of the end of the balloon, the balloon is broken, and after replacing the balloon catheter, it can be used normally". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the peel away sheath was noted connected to the hemostasis cuff. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 9.9cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The customer also provided a video for evaluation. The video shows the catheter inserted into a patient and blood in the iabc cathgard. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0066in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 24.8cm from the iabc distal tip. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 10cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the balloon is broken" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "when the surgeon performs surgery, after placing the balloon, he finds that there is blood coming out of the end of the balloon, the balloon is broken, and after replacing the balloon catheter, it can be used normally". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".